Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the interconnect cable was loose causing the system to display communication errors and lock up. There was no patient injury or death reported.